Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) female patient who had essure (batch no. 646507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes/right tube not occluded" on (B)(6) 2009. The patient's past medical history included cesarean delivery, without mention of indication, postpartum disorder, gravida ii and parity 2. The patient has no known allergies, non smoker and negative for contributing history. Past surgical history include : routine obstetric care w/antepartum care. Previously administered products included for an unreported indication: depo-provera and birth control pills. Concurrent conditions included morbid obesity and obstructive sleep apnea syndrome. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/prolonged abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss"), vaginal infection ("vaginal infection/ infection: (bladder/urinary tract/vaginal)type"), weight decreased ("weight fluctuation/weight gain/loss specify which one: loss -almost 100 pounds"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: (bladder/urinary tract/vaginal)type"), urinary tract infection ("infection: (bladder/urinary tract/vaginal)type") and gastric disorder ("gastrointestinal or digestive system condition type: n/a"). In 2010, the patient experienced migraine ("migraine headaches/migraines/headaches"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue") and headache ("migraine headaches/migraines/headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge and nausea and back pain ("I have a great deal of pain in my right side and back"). The patient was treated with surgery (hysterectomy full (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, cystitis, urinary tract infection, gastric disorder and back pain outcome was unknown and the dysmenorrhoea, menorrhagia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal infection, fatigue, weight decreased and headache had not resolved. The reporter considered alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, fatigue, gastric disorder, headache, menorrhagia, migraine, pelvic inflammatory disease, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: some of the symptoms were relieved and reduced after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unsuccessful - right tube not occluded . On (B)(6) 2010 : ultrasound of pelvis : impression: fluid collection on within the uterus. Differential considerations include area of acute to subacute hemorrhage or area of nervous with debrides. Impression: evidence of prior embolization of uterine fibroids. The central focus within the uterus demonstrated fluid levels on ultrasound. A chronic collection with necrosis and debris may have a similar appearance, abscess is consideration although unlikely. On (B)(6) 2014, patient present for a pelvic ultrasound for pelvic pain. Impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 27-year-old female patient who had essure (batch no. 646507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/ essure confirmation test conducted: no" on (B)(6) 2009 and device ineffective "failure to occlude (close) fallopian tubes/right tube not occluded" on(B)(6) 2009. The patient's medical history included cesarean delivery, without mention of indication, postpartum disorder, gravida ii and parity 2. The patient has no known allergies, non smoker and negative for contributing history. Past surgical history include : routine obstetric care w/antepartum care. Previously administered products included for an unreported indication: depo-provera and birther control pills. Concurrent conditions included morbid obesity and obstructive sleep apnea syndrome. Concomitant products included ethinylestradiol;norgestimate (sprintec) since january 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe abnormal pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/prolonged abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss"), vaginal infection ("vaginal infection/ infection: (bladder/urinary tract/vaginal)type"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: (bladder/urinary tract/vaginal)type") and urinary tract infection ("infection: (bladder/urinary tract/vaginal)type"), was found to have weight decreased ("weight fluctuation/weight gain / loss specify which one: loss -almost 100 pounds") and underwent gastric bypass ("gastrointestinal or digestive system condition type: n/a/ gastric bypass"). In 2010, the patient experienced migraine ("migraine headaches/migraines / headaches"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue") and headache ("migraine headaches/migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge and nausea, back pain ("I have a great deal of pain in my right side and back") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy full (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, cystitis, urinary tract infection, back pain, gastric bypass and bacterial vaginosis outcome was unknown and the dysmenorrhoea, menorrhagia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal infection, fatigue, weight decreased and headache had not resolved. The reporter considered alopecia, back pain, bacterial vaginosis, cystitis, dysgeusia, dysmenorrhoea, fatigue, gastric bypass, headache, menorrhagia, migraine, pelvic inflammatory disease, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: some of the symptoms were relieved and reduced after the removal current weight: 168.00 lbs. Discrepancy noted in removal of essure. As per (B)(6) 2018follow up essure was not removed however its already captured as removed in previous version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unsuccessful - right tube not occluded. On(B)(6) 2010 : ultrasound of pelvis : impression: fluid collection on within the uterus. Differential considerations include area of acute to subacute hemorrhage or area of nervous with debrides. Impression: evidence of prior embolization of uterine fibroids. The central focus within the uterus demonstrated fluid levels on ultrasound. A chronic collection with necrosis and debris may have a similar appearance, abscess is consideration although unlikely. On (B)(6) 2014, patient present for a pelvic ultrasound for pelvic pain. Impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter added. Concomitant drug added. Event gastric bypass pt updated. Event bacterial vaginitis added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 27-year-old female patient who had essure (batch no. 646507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2009 and device ineffective "failure to occlude (close) fallopian tubes/right tube not occluded" on (B)(6) 2009. The patient's past medical history included cesarean delivery, without mention of indication, postpartum disorder, gravida ii and parity 2. The patient has no known allergies, non smoker and negative for contributing history. Past surgical history include : routine obstetric care w/antepartum care. Previously administered products included for an unreported indication: depo-provera and birth control pills. Concurrent conditions included morbid obesity and obstructive sleep apnea syndrome. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/prolonged abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss/hair loss"), vaginal infection ("vaginal infection/ infection: (bladder/urinary tract/vaginal)type"), weight decreased ("weight fluctuation/weight gain / loss specify which one: loss -almost 100 pounds"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: (bladder/urinary tract/vaginal)type"), urinary tract infection ("infection: (bladder/urinary tract/vaginal)type") and gastric disorder ("gastrointestinal or digestive system condition type: n/a"). In 2010, the patient experienced migraine ("migraine headaches/migraines / headaches"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue") and headache ("migraine headaches/migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge and nausea and back pain ("I have a great deal of pain in my right side and back"). The patient was treated with surgery (hysterectomy full (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, cystitis, urinary tract infection, gastric disorder and back pain outcome was unknown and the dysmenorrhoea, menorrhagia, migraine, alopecia, dysgeusia, rash, pruritus, vaginal infection, fatigue, weight decreased and headache had not resolved. The reporter considered alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, fatigue, gastric disorder, headache, menorrhagia, migraine, pelvic inflammatory disease, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: some of the symptoms were relieved and reduced after the removal current weight: 168.00 lbs. Discrepancy noted in removal of essure. As per (B)(6) 2018 follow up essure was not removed however its already captured as removed in previous version of the case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unsuccessful - right tube not occluded. On (B)(6) 2010 : ultrasound of pelvis : impression: fluid collection on within the uterus. Differential considerations include area of acute to subacute hemorrhage or area of nervous with debrides. Impression: evidence of prior embolization of uterine fibroids. The central focus within the uterus demonstrated fluid levels on ultrasound. A chronic collection with necrosis and debris may have a similar appearance, abscess is consideration although unlikely. On (B)(6) 2014, patient present for a pelvic ultrasound for pelvic pain. Impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received. Event added: ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.